Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed. The root cause is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted (B)(4) regarding assistance with a check supply line alarm during the prime on the homechoice machine (hc). The home patient (hp) stated they replaced the cassette prior to calling and resumed the prime. The home patient stated that they did not replace the bags and the alarm repeated. The technical service representative (tsr) assisted the home patient (hp) to cycle power and remove the cassette. The tsr advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2011. The hp did not report any adverse reactions or any medical intervention. The hp stated they were performing therapy without any complications. There was patient involvement. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.